Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
End-user alleges that sam300p time and date will not sync using saver evo. No patient involved.

Event description:
End-user alleges that sam300p time and date will not sync using saver evo. No patient involved.

Manufacturer narrative:
The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2013. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and performed to specification up to the last log entry on the (B)(6) 2017. On receipt the pad clock was failing to increment and displayed a nonsensical date and time. A test pad-pak was inserted into the device and was manually power cycled. During the power up no status led was visible. The device was disassembled for further investigation. Further investigation found that the coin cell battery on the pcba was faulty. The coin cell was replaced and the pad clock was then successfully resynchronised via the saver evo application. A test pad-pak was then reinstalled and the device successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led flashed green throughout. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The rtc failure is not a critical failure and does not affect the devices ability to deliver therapy as demonstrated during the investigation. Given that the last log entry occurred on the (B)(6) 2017, it is assumed that the coin cell had failed after this date. The status indicator would have remained extinguished following the depletion of the coin cell. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.